Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The consolidated ventilator interface board (cvib) was replaced to correct the reported issue. Following the part replacement, calibration was performed by the service representative who then confirmed the device passed functional tests. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction which may result in the over-delivery of tidal volume. There was no report of patient involvement.